Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 538mg/dl. The customer treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was also 538mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. Customer was unsure if the basal settings are correct and indicated that they would contact their doctor for further assistance. The product was not returned for analysis.